Event description:
A death has been reported to philips, that occurred during a procedure for which the philips hemodynamics system was used. Philips has started and investigation for this complaint.

Event description:
Philips has investigated this complaint. The customer reported to philips several issues related to the philips hemodynamic system. Philips has completed a good faith effort to get further information on the reported complaint. During these attempts, the customer indicated that the death of the patient was not a result of a malfunction of the system. The customer has indicated that they will not be providing additional information. The issues reported have been analyzed by philips and no malfunction of the hemodynamic system has been identified. All issues have been confirmed to be potential improvements for the hemodynamic system.